Event description:
Same case as MDR ID 2134265-2015-00845 and 2134265-2015-00834. It was reported that stent movement on balloon occurred. The target lesion was located in the mid right coronary artery (rca). A 4.00x8mm promus premier¿ stent was advanced but was not able to cross a previously implanted stent in the rca. It was noted that the stent moved on the stent delivery system (sds) balloon so device and the guide wire were removed. Two other 4.00x8mm promus premier¿ stents were advanced but failed to cross the previously implanted stent. It was also found out that the two stents moved on the sds balloon. The physician noted that the proximal edge of the stent may have caught on the edge of the guide catheter. Then another 4.00x8mm promus premier¿ stent was advanced through a guidezilla guide extension catheter and the device was able to cross the mid rca successfully and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The visual and tactile examination of the mid-shaft found a kink just proximal to the port bond skive location. This type of damage is consistent with excessive force being exerted on the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-00845 and 2134265-2015-00834. It was reported that stent movement on balloon occurred. The target lesion was located in the mid right coronary artery (rca). A 4.00x8mm promus premier¿ stent was advanced but was not able to cross a previously implanted stent in the rca. It was noted that the stent moved on the stent delivery system (sds) balloon so device and the guide wire were removed. Two other 4.00x8mm promus premier¿ stents were advanced but failed to cross the previously implanted stent. It was also found out that the two stents moved on the sds balloon. The physician noted that the proximal edge of the stent may have caught on the edge of the guide catheter. Then another 4.00x8mm promus premier¿ stent was advanced through a guidezilla guide extension catheter and the device was able to cross the mid rca successfully and the procedure was completed. No patient complications were reported and the patient's status was fine.